Manufacturer narrative:
B3: unknown; no information has been provided to date. D4: primary di number is unknown. G4: FDA premarket submission number is unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. No issues were found in the event history log. Functional testing was able to duplicate the reported accuracy issue. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's explusor length was the cause of the issue. The explusor was trimmed, and the pump passed all functional tests and performed as intended.

Event description:
It was reported that the device had a failing accuracy test. Per reporter, when the pump was running on 10ml/hour, passing average value should be between 9.4 - 10 ml/hour. There was no patient involvement and no patient harm/adverse event report. No medical intervention required.